Event description:
It was reported that an asymptomatic patient presented in clinic. Upon interrogation of the implantable cardioverter defibrillator, episodes of ventricular noise reversion resulting in pacing inhibition were noted. The patient stated they were having some electrical issues at their house. The patient experienced multiple episodes of noise on (B)(6) 2017. The noise caused the device to go into and out of noise reversion resulting in pacing inhibition; the patient experienced a presyncopal episode. The patient would continue to be monitored.